Event description:
It was reported by the customer that they are returning their unit to elsg for service. The black part of the green cable is cut. No further information is available.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information, received visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer.